Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 257 mg/dl, and the meter bg reading was 150 mg/dl, and a second cgm bg reading was 98 mg/dl and the meter bg reading was 50 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 50 mg/dl. Reportedly, the customer consumed carbohydrates and went to the emergency room and was subsequently hospitalized. While hospitalized customer was treated with intravenous fluids of saline and dextrose. The customer was discharged on 3/18/2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Ultimately, a replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.